Event description:
It was reported that on (B)(6) 2026, a 25 mm amplatzer amulet was implanted using a 14f amplatzer delivery system. Pre-procedural device sizing was determined using transesophageal echocardiography (tee) and angiography, with CT pre-imaging suggesting a 28 mm amulet device, and landing zone measurements obtained at 0° (17 mm), 45° (19 mm), 90° (19 mm), and 135° (20 mm). Deployment was performed under tee guidance, and multiple tension tests were conducted, with the device demonstrating a tire/barrel configuration, no peri-device leak, and meeting close criteria at the conclusion of implant. Two partial recaptures were required to achieve a precise deployment position due to concern for proximity to the pulmonary artery beyond the landing zone, without compromising close criteria. Left atrial pressure at the time of implant was measured at 13 mmhg, and no fluids were administered during the procedure. No rhythm changes or clinical symptoms were observed during implantation. On (B)(6) 2026 at approximately 8:30 a.m., the patient was stable, and an x-ray and transthoracic echocardiogram (tte) were performed, with initial fluoroscopic imaging suggesting device position shift, and follow-up tte confirming complete device dislodgement and embolization. The embolized device was visualized positioned perpendicular to and just below the mitral valve in an anterior location inferior to the left ventricular outflow tract (lvot), without obstruction of mitral inflow or lvot, and without associated hemodynamic instability or valvular dysfunction. The implanter believed the cause of embolization was abrupt patient awakening from anesthesia followed by violent coughing and retching, which was felt to have led to device dislodgement. The patient was continuously monitored and consented for transcatheter retrieval with the acknowledged urgent, but not emergent, nature of the procedure, and cardiac surgery was placed on standby with preparation for sternotomy should transcatheter retrieval fail. At approximately 12:45 p.m., the patient was prepped for the retrieval procedure, during which transesophageal echocardiography and fluoroscopy were used for visualization and navigation. The patient was adequately heparinized with an activated clotting time maintained above 250 seconds. A transseptal puncture was performed, and a 23f micra introducer sheath was placed in the right femoral vein, through which a 13f faradrive steerable sheath was advanced to facilitate device removal. Initial retrieval attempts were made using a 230 cm rescue alligator grasping forceps with a 9 mm jaw opening over approximately 1 hour and 15 minutes without success, after which the forceps were withdrawn. Subsequently, a 30 mm, 120 cm amplatz gooseneck snare was introduced, and within approximately 15 minutes the device was successfully snared. The snare was looped around the mid-portion of the amulet lobe, and the distal edge adjacent to the mitral valve was drawn into the 13f sheath, freeing the device from its embolized position and allowing retraction into the left atrium. The device was then maintained under control, withdrawn across the interatrial septum, and fully retrieved into the 23f outer sheath. The device was removed successfully, with the patient remaining hemodynamically stable and no clinical signs or symptoms, including arrhythmia or valve interaction, observed during or after retrieval. Final tee assessment demonstrated no pericardial effusion and no change in mitral valve function, and the patient was transferred to the intensive care unit in stable condition for monitoring.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.